Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead perforated an rv heart muscle. It was reported that the perforation was found out days before when the patient came in but it was not determined if the patient was symptomatic. Boston scientific technical services stated that it was unknown how the perforation was found since there were no lead measurements reported. The physician replaced the lead but there was no report of effusion. The lead was explanted. No adverse patient effects were reported. Additional information was received that the patient experienced shortness of breath when they presented in the emergency department. The physician opted to replace both the ra and rv leads with passive fixation leads. Both leads are already out of service. No other adverse patient effects were reported.